Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The battery compartment was undamaged and able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots. Moisture corrosion was observed in the battery canister, with a leak. The pump powered up to a hard call service 006 alarm. The pump cover was removed, and further moisture corrosion was found to the printed circuit board. The reported power issue was not duplicated during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.